Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02363 / 02402 / 02364. Device location unknown.

Event description:
Patient underwent a right total knee arthroplasty and approximately 24 days post-implantation was revised due to unknown reasons. The bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Event description:
Patient's right knee was revised 24 days post-implantation due to infection. The tibial bearing was removed and replaced.